Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. Receiver is stuck on initializing screen, it shutdown and re-initialized continuously. The receiver was opened with the u1 pcba detached and passed an internal inspection. The reported event of ceases to function was not confirmed. A root cause could not be determined.